Manufacturer narrative:
Customer reports qc is normal. Visual inspection confirmed negative reactions for repeat testing on provue. Customer reports only one patient has been affected due to this event. Maintenance is completed up to date and service was recently performed. Customer reports patient has diagnosis of cirrhosis and hepatitis c. Additional recorded symptoms are shortness of breath. Prior to transfusion, hemoglobin was 7.0 and bilirubin 1.1 mg/dl. Post transfusion, hemoglobin was 7.4 and bilirubin 1.8 mg/dl. Customer was unable to provide tif images. Cts contacted customer as a followup on the patient's status, customer reported that patient was fine and was discharged. No general product or instrument failure has been found. No definitive root cause has been identified. The most probable root cause of the false negative result in antibody screen obtained by the customer is sample related, the anti-c antibody being weak and/or at detection limit of the technique used.

Event description:
Customer contacted cts to report false negative result on the provue analyzer when testing the antibody screen for a patient with a history of negative antibodies. Customer states that on (B)(6) 2015 patient was transfused 2 units of rbc after electronic crossmatch and experienced a transfusion reaction on the second unit with symptoms of chills.